Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is experiencing base task errors and speaker errors. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. Review of the pump event log showed that primary alarms had been recorded previously. Per the customer, the issues had been detected after a previous service in march-2023, but no log of primary alarm error was found to have occurred after the completion of this service, 27-march-2023. The device was functionally tested, and no alarms were activated, and the device speakers functioned as intended, with no errors found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection, the investigation could not conform the reported issue, and no root cause could be found. The device received a software update and preventative maintenance.